Event description:
The device returned for service due to faulty operation. This is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for inspection. During pre-repair assessment performed by a technician, the technician found that the attachment overheated and the bearing was faulty. Normal wear attributed to the report damaged. Various parts were replaced. Device was repaired and returned to the customer. (B)(6).